Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data showed that the pod completed 45 first prime pulses and was deactivated at the end of first prime. The needle mechanism did not deploy as the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime.

Event description:
A patient repots while wearing a pod for less than an hour the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports having both pain and irritation at the pod infusion site. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.